Event description:
It was reported that the patient experienced two infusion sets adhesive issue on (B)(6) 2026. The patient reported infusion sets patch came off when removing the applicator and it was used for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.